Manufacturer narrative:
Visual inspection showed proximal splines show signs of corrosion and damaged traces. The electrical test was performed and the device failed the test. Magnetic sensor resistance testing revealed that both pairs are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 22dec2018. It was reported that deployment detection issues occurred. A intellamap orion was selected for a ventricular tachycardia(vt) procedure, however during mapping in left ventricle deployment detection failed. The procedure was completed using a different orion. No patient complications were reported and the patient's current condition is stable. However; returned device analysis revealed corrosion on multiple splines.